Event description:
A lifecor sales rep. Contacted customer support to report a problem with a male pt's equipment. The pt reported that he had no problems with his electrode belt until he took if off to shower. He states he knows to remove the battery pack when taking off the device. After he put the garment back on, the alarming process started. A review of the pt's download revealed that the electrode belt is not reading the pt's ECG signal. The sales rep. Replaced the pt's electrode belt and monitor.

Manufacturer narrative:
Device MFR dates: electrode belt: 10/2003. Monitor: 03/2006.